Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported partial clip movement on the leaflets appears to be related to patient morphology/pathology and due to the massive flail of the leaflets. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This event is filed for partial clip movement occurring after clip deployment. It was reported that on (B)(6) 2017, the patient, with degenerative mitral regurgitation (mr), underwent a mitraclip procedure. Patient anatomy included a massive flail at the anterior 3/posterior 3 (a3/p3) leaflet segment, with chordal rupture. One mitraclip was implanted at the lateral side of the a3/p3 leaflet segment. The mr was noted to decrease from grade 4 to grade 1. The physician chose to implant a second clip (70113u226) on the medial side of the first clip (medial a3/p3). After deployment, fluoroscopy showed increased mobility of the second clip, but did not show clip detachment. During removal of the gripper lines, the clip flipped horizontally and fluoroscopy showed that the clip was lying above the leaflets, but still attached to both leaflets. The clip flipped approximately 70-80 degrees. Fluoroscopy noted that the clip mobility had nearly stopped. The gripper line was removed without issue. The physician assumed that due to the massive flail of the leaflets, the clip is now in a pocket and that the clip and leaflet were up-ended in some way. The mr was noted to increase to grade 2. It in unknown if the increase in mr was due to the change in the clip position or due to the remaining prolapse. No tissue damage was noted as a result of the flipped clip and the clip remains well attached to both leaflets. No additional information was provided.